Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment for the peritonitis was not reported. On an unreported date the patient's pd catheter was removed. Nine days after hospital admission the patient passed away. The caregiver reported the cause of death was related to the peritonitis. It was not reported if an autopsy was performed. No additional information is available.